Event description:
Both my wife and I use medtronic model 530g insulin pumps and it has been a bad experience. First the enlite sensor with suspend is totally ineffective causing numerous false alerts and have been returned to the manufacturer for credit. They should not be allowed on the marketplace. When they connect they are accurate but they routinely lose connection and become useless to rely on. However that is not my primary concern. The medtronic organization has chosen to use a proprietary infusion set connector, rather than using the industry standard luer lock. They refuse to provide me an e-mail address to communicate to their staff, rather causing all communications to be via phone. I have identified an after-market reservoir which will allow me to use the infusion sets which have worked well for us for a number of years. The infusion sets provided by medtronic have a high failure rate of kinked cannulas and other unknown causes of non-delivery and high blood sugars. I have had 2 instances of this and my wife has had 3 of the last 4 infusion sets exhibit this same behavior. The infusion set that we are using is the medtronic quick-set paradigm mmt 396 lot number 5087787 43" x 9mm cannula. The reservoir that we are using is the medtronic mmt-32a. The reservoir that we want to use is the advanced diabetes research model 3070. Further their policies of using proprietary infusion sets only is a very anti-competitive practice. It is like a car manufacturer telling a customer that they can only buy tires from the OEM and cannot use any other brand's tires. I do not understand why using an alternate reservoir will have any impact on warranty but they refuse to reduce that statement to writing. Meanwhile the major concern is that they are marketing an infusion set which is prone to failure. They want me to be retrained and I have been inserting infusion sets for 25 years using their competitor products without event. Every time I have a problem they seem to put it back on the patient like their product is not the issue. The last time this happened my wife's blood glucose was over 350 and had I not interacted, she would of shortly needed hospitalization.